Manufacturer narrative:
The investigation of the reported failure mode has been completed. The pump and purge cassette were returned. The data logs show that the 5s parameters and placement signal (ps) is stable until the ps spikes to 3000 and signal not reliable (snr) and contrast drop. It returns and then does this again multiple times until at the end of the case the ps is completely out. The returned product revealed that the sensor membrane appeared damaged with the 5s parameters reflective of a sensor break. The pump passed laser continuity. Based on the clinical details, data log analysis and returned product, the root cause of the optical signal issue is most likely due to a damaged sensor due to shockwave. The distance between impella and shockwave is unknown. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Event description:
The complainant reported that an impella cp was placed to support a percutaneous coronary intervention procedure. After using shockwave, the placement signal disappeared. There was no harm to the patient.